Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred and that an occlusion alarm occurred. The customer's blood glucose level ranged from 125-157 mg/dl. Customer changed pump supplies to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.